Manufacturer narrative:
Product is not expected to return as it remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case. Product is not expected to return as it remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. Additional information revealed that the device tachy mode was turned off for hospice care and an additional safe replacement interval calculation was given. There will not be a replacement scheduled due to the patient's terminal condition and the device was turned off. No adverse patient effects were reported. The device is not expected to return as it remains implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. Data analysis showed the battery appeared to be depleting more quickly than expected. A safe replacement interval calculation was completed. This device remains in service. Additional information revealed that the device tachy mode was turned off for hospice care and an additional safe replacement interval calculation was given. No adverse patient effects were reported. The device is not expected to return as it remains in service.

Manufacturer narrative:
Product is not expected to return as it remains in service. Fields b5 and e1 were updated.